Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed on the patients left hip on (B)(6) 2019. The revision surgery was performed due to sharp, debilitating nerve pain beginning 2019; pain and stiffness; metallosis; difficulty walking; insomnia and sleeplessness; and other injuries. Among the intra-operative findings and diagnoses were: failed left metal on metal total hip replacement, significant metallosis, pseudotumor, elevated levels of cobalt (20.4 mcg/l) and chromium (2.9 mcg/l), osteolysis with metal debris, and other damage around the left-side hip joint. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: as of today, return of the devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. The device part details have not been received so a full manufacturing record review cannot be performed. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although the reported pain, elevated metal ions and osteloysis may be consistent with findings associated with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the pain, elevated metal ions, osteloysis and metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.